Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusion of mitotax took longer than expected with a pvc free administration set. According to the report, the drip rate regulator functioned improperly, and the drip rate decreased automatically. There was no medical intervention associated with this event and no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.